Event description:
Caller alleged two false negative hcg results. Results as follows: urine samples tested negative: pregnant by ultrasound. Ultrasound is (B)(6). Fresh first morning urine samples were used. Urine color: clear yellow. No other pt info was provided. Medications: unk.

Event description:
Caller alleged two false negative hcg results. Results as follows: urine samples tested negative: pregnant by ultrasound. Ultrasound is (B)(6). Fresh first morning urine samples were used. Urine color: clear yellow. No other pt info was provided. Medications: unk.

Manufacturer narrative:
Lot number: hcg1070186. Expiration date: 05/01/2013. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 24.10iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. No product or pt samples were returned. This issue will be tracked trended.

Manufacturer narrative:
Lot number: hcg1070186. Expiration date: 05/01/2013. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 24.10iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. No product or pt samples were returned. This issue will be tracked trended.